Event description:
It was reported that during the implant procedure, an attempt was made to advance a guidewire through the left ventricular (lv) lead, however the guidewire did not exit the lead. The lv lead was removed from the body, and an additional attempt was made to confirm whether the guidewire would exit, but the guidewire still did not come out. The guidewire was withdrawn and the rear end of the guidewire was inserted from the lv lead tip, allowing the procedure to continue with the guidewire slightly protruding from the lv lead tip. However, once the guidewire entered inside the lv lead, the guidewire again did not come out, and the lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.